Manufacturer narrative:
Analysis of the desktop charger (s/n (B)(4)) found the cable assembly had a bent connector pin. Analysis of the desktop charger (s/n (B)(4)) found the cable assembly had a bent connector pin. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37751, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Evaluation conclusion applies to the implantable neurostimulator and applies to desktop chargers with serial numbers (B)(4).

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a totally blank implantable neurostimulator recharger screen and that the implantable neurostimulator recharger was not working at all. The patient has tried everything and it wasn¿t doing anything. The patient saw a green light on the desktop charger when plugged into the wall. When plugged into the desktop charger, the implantable neurostimulator recharger was not charging and there was no response. The connector pin did not look loose, bent, or broken. The patient had just gotten the implantable neurostimulator recharger on (B)(6) 2016. The patient was in severe back pain and had to go to the urgent care to get a shot for pain because her recharger was not working. The patient has had pain since her implant, but it had gotten worse. The patient was sent a new implantable neurostimulator recharger, but the issue persisted. The replacement implantable neurostimulator recharger worked for about 45 minutes, and then it quit and the screen went blank. The replacement implantable neurostimulator recharger would not charge. The patient was in a lot of pain because her stimulation ceased due to her charging issues. The manufacturer representative tried resetting the replacement implantable neurostimulator recharger, and that didn¿t work to resolve the issues of the implantable neurostimulator not working, no stimulation, not being able to charge, and the patient being in pain. The patient uses an adaptor on the cord because she only has 2 prong outlets at her house and the desktop charger is a 3 prong cord. The patient met with the manufacturer representative at her health care provider¿s office and they took the adaptor off the desktop charger and plugged the cord into the wall normally and neither the original nor the replacement implantable neurostimulator rechargers worked and were not holding a charge. It was noted that the patient used the adaptor with her previous system¿s implantable neurostimulator recharger and everything worked fine. There was a bent pin on the desktop charger. The patient received a new desktop charging cord, but she was still having a blank screen on both the original and replacement implantable neurostimulator rechargers. The issue hadn¿t resolved. The patient¿s pain continued due to not having stimulation. The implantable neurostimulator recharger wouldn¿t communicate with the implant and there was a possible low battery. The patient was able to connect with the patient programmer and got a ¿recharge neurostimulator¿ screen. The manufacturer representative thought that it was the two prong adaptor, but the patient thought that it may be the implantable neurostimulator. The manufacturer representative left the patient with another implantable neurostimulator recharger which the patient stated would be out soon because she has to recharge every 2 days. The patient reported that the replacement implantable neurostimulator recharger did not resolve the pain because it did not last long enough. This recharging issue had been occurring since (B)(6) 2016. The patient¿s medical history includes a nervous breakdown in 1998 and a past left knee replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.